Event description:
It was reported that the patient's neurostimulator reached end-of-life/end-of-service before the one year mark. If add'l info becomes available, a f/u report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional review indicates the information reported in mfg report #3004209178201009159 regarding the right side device pertains to this event. Any additional information pertaining to the right side device will be reported in this MDR. Additional information noted that the patient was unable to turn stimulation back on with patient programmer after being turned off for airport as previously noted. It was noted that the patient programmer displayed a poor communication screen at that time.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received which reported that it was unknown if the battery depletion was normal or premature. It was noted that the replacement of the implantable neurostimulator (ins) was an out-patient procedure and the patient recovered without sequela.

Manufacturer narrative:
Product ID 3058, serial# (B)(4), implanted: (B)(6) 2009, product type; implantable neurostimulator. Product ID 3037, serial# (B)(4), product type: programmer, patient.